Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated. Further information requested but not available.

Event description:
Related manufacturer reference number: 1627487-2020-49250. It was reported that the patient was unable to increase the stimulation amplitude. Diagnostics indicated high impedance readings. X-rays were taken, but were inconclusive as to if the lead was fractured. Leads may be replaced at a later date.